Manufacturer narrative:
(B) (4) - a parent/child work order search was performed and there were no similar complaints found. (B) (4).

Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens and noted a bulls-eye pattern on the lens once it was in the eye. No impact on visual outcome or patient injury.